Event description:
It was reported that the ilet pump screen became unresponsive after the user updated to the latest firmware, and a replacement device was sent with instructions to shut down the original device and return it using the provided label. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included no hospitalization and continued cgm use via the dexcom app or receiver. Investigation included device history and service record review and collection of user account information, with follow-up outreach regarding return of the original pump. Investigation of this device revealed the device was placed on a charging pad and powered on with no issues. Touchscreen was tested and was responsive. All menus and buttons were navigated through with no issues. No faults were found. Complaint could not be replicated.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.